Event description:
It was reported the patient was admitted to the emergency room at 11:00 am on (B)(6) 2013 and was quite sleepy and dystonic. At 1:30 the patient went into respiratory failure. The pump was interrogated and the logs were read and there were no stalls or alarm. The patient was sent for a computed tomography (CT) scan and concurrent dye study. There was good cerebrospinal fluid (csf) flow and good plume. After aspiration of the catheter the patient became more awake. The pump was aspirated to check for infusion rate accuracy. The expected volume was 32.4 and the actual removed volume was 23.9. Overinfusion was strongly suspected. The pump was stopped and a pump replacement was scheduled immediately. During the course of the day, the daily rate was dropped form 950 micrograms to 750 to 500 and then finally stopped. The pump was replaced. During replacement, the surgeon had difficulty removing the sutureless connector. The decision was made to replace the connector as well. The catheter was primed and the patient was set at 500 micrograms per day and sent to the intensive care unit. As of (B)(6) 2013 at 10:00 am the patient was doing well. The patient status was recovered (not fully). Additional information received reported the pump was being used to deliver baclofen. No malfunctions were seen other than the reported lower-than-expected residual volume. The patient was doing fine as of (B)(6) 2013 and receiving effective therapy with the new pump.

Manufacturer narrative:
Product ID: 8709sc, lot# 0204032712, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly other than damage at explant. The pump logs were gathered. There were no past indications of stalls noted. The pump was received with fluid in it. The pump was programmed to stop pump mode and the ¿stopped pump duration may exceed tube set¿ message occurred. The infusion history at the time of the event showed the pump was set for flex dosing. Dispense and infusion accuracy testing passed. The pump septum was monitored for leaking and no leaking was noted during analysis. Visual inspection of septum noted no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.